Event description:
It was reported that the patient attended a regular check-up in 2008, with good results. A few days later the patient stopped being able to hear after a strange noise. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.